Event description:
It was reported to baxter (B)(4) that an analgesia infusor device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered after filling. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a analgesia infusor device which was leaking was confirmed during product evaluation. This condition was caused by a loose blue winged luer cap. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.